Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. H6 : proposed component code: mechanical (g04) - femur. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: four views of the right knee demonstrate a right total knee arthroplasty with long stem femoral and tibial component as well as hinged prosthesis. Radiolucency along the tibial and femoral component suggesting possible loosening. Of note, there appears to be change in position of the femoral component with cranial subsidence. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown - unknown lcck femoral stem component - unknown; unknown - unknown lcck size 3 tibial component - unknown; unknown - unknown lcck tibial stem component - unknown; unknown - unknown lcck size 17 articular surface - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient was revised due to femoral loosening and migration. The patient was revised to a new system. Attempts have been made and all available information has been provided.